Manufacturer narrative:
Mfg site name - (B)(4). Investigation results: a visual examination of the returned complaint device noted that only the clip was returned, and the clip arms were locked into the capsule. There is not enough information to identify what might have caused the reported failure. Therefore the most probable cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. Eventually, the clip was deployed after the device was removed from the patient, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Mfg site name (B)(4) medical the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. Eventually, the clip was deployed after the device was removed from the patient, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.